Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was manufactured in april 2021. However, the specific date is unknown. Based on the results of the investigation, and because the device was not returned for evaluation, the definitive root cause of the balloon issue could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿·never inflate the balloon to a diameter of more than 20 mm when using the endoscope in the trachea. This could result in suffocation of the patient. ·never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or come off the distal end of the endoscope. If the balloon cannot be deflated, insert the channel cleaning brush (bw-400b) into the irrigation port. Using slow, short strokes, carefully feed the brush to remove debris. After that, the balloon can be deflated. ·when withdrawing the endoscope, make sure that the balloon is completely deflated, using the ultrasound image and endoscopic field of view. Withdrawing the endoscope while the balloon is inflated could result in patient injury. ·always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury. ·the balloon can tear easily, beware of sharp objects.¿ olympus will continue to monitor field performance for this device.

Event description:
The field service engineer on behalf of the customer reported to olympus that the balloon broke during preparation for use for an endoscopic diagnosis. The procedure was completed with a similar device. There was no delay in procedure and the patient was not under anesthesia. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was not returned to olympus as it was discarded by the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.